Manufacturer narrative:
Date of report: 02jul2019. Date rec¿d by MFR:18jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit passed calibration and all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the touchscreen determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.